Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the subject device, the image became grainy and then stopped displaying. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end, light guide bundle, and light guide were chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end, light guide bundle, and light guide chipped was due to component failure of lg bundle. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the subject device, the image became grainy and then stopped displaying. The event occurred at the beginning of an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.